Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010 on a (B)(6) male patient (patient weight is unknown). According to the complainant the esophagus was successfully dilated and the dilatation balloon was deflated with the alliance inflation system, however the balloon was unable to be removed from the scope. The scope and the device were removed as a unit. It was reported by the site, once the balloon was removed, it was noted a small amount of water was trapped, not allowing the balloon to pass through the scope. The catheter of the device was cut to remove the device from the scope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) , 2010 on a (B)(6) old male patient (patient weight is unknown). According to the complainant the esophagus was successfully dilated and the dilatation balloon was deflated with the alliance inflation system, however the balloon was unable to be removed from the scope. The scope and the device were removed as a unit. It was reported by the site, once the balloon was removed, it was noted a small amount of water was trapped, not allowing the balloon to pass through the scope. The catheter of the device was cut to remove the device from the scope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results a DHR review for lot 13164593 was performed and confirmed this device met all material, assembly and performance specifications. The complainant reported that the balloon would not deflate, visual examination of the returned complaint device revealed the balloon had burst. Due to the condition of the returned complaint device, the reported failure that the balloon would not deflate could not be confirmed as the balloon was not able to be functionally tested. There were also several kinks noted on the catheter portion of the device. The most probable root cause for balloon burst, balloon would not deflate and catheter kink is operational context; these failures occur when procedural factors encountered limit the performance of the balloon (e.g. Sharp exterior sources).